Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose level. Blood glucose at the time of event was 2 mmol/l. Customer was treated with food and glucose tablets for low blood glucose. Customer was declined for troubleshooting. Customer had headache and dizziness. Customer was use auto mode feature at the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.